Event description:
The customer observed falsely elevated magnesium on c4000 processing module for multiple patients. The results provided were: on (B)(6) 2022 initial 9.34 mg/dl /repeated on fresh specimen=1.42 mg/dl on (B)(6) 2022 initial=7.13 mg/dl /repeated on same analyzer=2.02 mg/dl laboratory normal patient range for magnesium=1.59 to 2.56 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
There was no further information provided by the customer for the patients. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer determined the tubing, peristaltic head (rohs) (7-35009685-02) the likely causes of the issue. The replacement of the tubing, peristaltic head, which resolved the issue. A review of the architect c4000 processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c4000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The architect c4000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head (rohs) (7-35009685-04). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6), or the tubing, peristaltic head (rohs).